Manufacturer narrative:
(B)(4). The field service engineer (fse) went onsite to evaluate the suspect device. The fse reported he was unable to duplicate the reported issue. The fse performed calibration tests, operational verification procedure (ovp) and user verification test (uvt). The fse reported the unit is performing to factory specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault on the screen and will not clear. The issue occurred during patient use and the patient was placed on a back up ventilator. The customer reported no patient consequence is associated with the event.